Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, had exhibited atrial lead noise with oversensing and resulted in pacing at the maximum tracking rate due to the minute ventilation (mv) feature. The patient reported experiencing shortness of breath. After mv was programmed off per technical services (ts) recommendation, the patient's heart rate decreased. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.